Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open liver resection, the device was not giving the hemostasis as expected. Another instrument was used to complete the procedure with no patient consequence.